Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) had an internal communication error (#115), due to the shutdown the screen was not displayed and the device was replaced in a few minutes and treatment continued. There were no reports of health damage.

Manufacturer narrative:
Due to character restrictions in block e1: (B)(6) hospital, cardiovascular and respiratory disease center a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit but was unable to confirm the reported malfunction. The fse confirmed the error in the logs. The fse replaced the executive processor board (0670-00-0770), front end board (0670-00-1164), and the backplane board (0670-00-1163) as a preventative measure. The unit was ran for about a week and no recurrence was observed.

Event description:
N/a